Event description:
It was reported that the device's oxygen (o2) input connection broken. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d4 UDI (B)(4). Device evaluation: we received one device for investigation. Visual inspection found patient outlet fitting came loose, input/output side label was damaged, input manifold was loose on the bottom chassis, front panel was slightly bent at the top right corner, CPAP and peep control knobs were broken off and missing end caps and arrow discs. The customer's reported problem the patient outlet fitting, not the input connector came loose, but was not dislodged from the vrv block manifold, and the threads appeared to be intact. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. User interface was the cause of the reported problem. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.